Event description:
It was reported by service report that the velcro was missing on the stretchers. The mattress did not secure properly to the litter surface. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Velcro.